Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to remove could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that, during the procedure, the dragonfly catheter encountered resistance when being removed from the guide wire. Dimensional analysis of the returned guide wire confirmed the outer diameter is within specification. Additionally, the returned dragonfly was loaded over the wire, with no resistance noted. There were no damages nor dimensional anomalies to the catheter or guide wire which could be directly attributed to the reported difficulty removing the catheter from the guidewire. Other factors that may contribute to difficulty removing the dragonfly from the guide wire include, but are not limited to, device support, buildup of procedural contaminants, or challenging anatomy. In this case, a conclusive cause for the reported difficulty during removal cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed in the 50% stenosed and mildly tortuous de novo lesion in the right coronary artery. The dragonfly catheter was prepared per the instructions for use and the vessel was wired with a bmw universal ii guide wire. After successfully performing a pullback the catheter could not be retrieved as it got stuck on the distal part of the guide wire. Both the catheter and the guide wire were simply pulled out together. The procedure was successfully completed without imaging. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.